Manufacturer narrative:
This supplemental report is being submitted to provide additional information.. Olympus followed up with the user facility to obtain additional information and was reported that they used a non-olympus stent (manufacturer cook, for 3.7mm channel) with the subject device (instrument channel is 3.2mm in inner diameter). It was also reported that the black tube remained within the channel was part of the stent. The subject device has not been returned to olympus medical systems corp. But was returned to a repair center of olympus europe (oekg). The evaluation confirmed that glue adhered inside of the instrument channel of the subject device. The glue possibly remained due to inappropriate work during last repair by olympus. It was surmised that the glue inside of the instrument channel and inappropriate handing of the stent by the user facility caused the reported event. The instruction manual of the subject device has already warns; ¿be sure to use the equipment in one of the recommended combinations. If combinations of equipment other than those shown below are used, the full responsibility is assumed by the medical treatment facility.¿

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure, the user facility found a black tube within the instrument channel of the subject device and the tube fell off within the patient. Other detailed information was not provided from the user facility, but there was no report of patient injury with this report.